Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the #2 conductor broken 2.8 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturing representative reported that during the phase 2 implant procedure on (B)(6) 2015 there were high impedances on an extension. They had placed the extension and the implantable neurostimulator (ins) but were getting high impedance readings and it was determined the extension was the issue. The extension had failed and following replacement all impedances were normal. The patient had recovered following the procedure and was getting good therapy from the device. The patient's indication for use was parkinson's dual.